Event description:
It was reported that the user experienced post-meal hyperglycemia while using the ilet, with a sensor-reported blood glucose of 333 mg/dl decreasing to 327 mg/dl and then to 314 mg/dl during the call; the user selected the corrections algorithm rather than performing a full supply change and noted recurring midday highs despite meal announcements. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no reported injury, and no medical intervention beyond algorithm-driven correction. Investigation included case triage and user education on troubleshooting and pattern management. Investigation of this case revealed no device alarms or malfunctions and no confirmed device component failure, and the event was attributed to hyperglycemia with an unclear cause possibly related to meal-associated glucose excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.